Event description:
It was reported that the controller would not communicate with the monitor . The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller not communicating with the system monitor, as well as producing an atypical alarm, were both confirmed. The returned system controller was unable to be communicate with the system monitor upon arrival, and the controller alarmed with a controller fault upon being connected to power. The controller was connected to a mock loop and operated the loop as intended; however, no leds, including the green pump leds, were active on the controller at this time. The controller was opened and inspected at a component level. The controller¿s main processor was observed to be electrically damaged. The processor was replaced with a new component, and all issues resolved. Communication with the monitor was restored, and no further atypical alarms were reproduced. The controller operated a mock loop as intended with all leds functioning as expected. After this replacement, the controller was functionally tested and was found to perform as intended. Log files were extracted from the controller after communication with the monitor was restored; however, the event log file only contained data from the controller¿s testing after being returned for analysis, and no atypical events were observed throughout the periodic log file which recorded events at a ~1 hour interval. The root cause of the reported events was determined to have been an issue with the controller¿s main processor; however, the root cause of the damage to the component was unable to be conclusively determined through this analysis. A manufacturing analysis task was created under a separate event to address issues with the hm3 system controller¿s main processor. Review of the device history record for system controller showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault conditions. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.